Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to a major infection. This was an out of hospital event. The site of infection was related to the pump driveline, and it was a bacterial infection. A mediastinal seroma drainage was performed, and the patient was treated with drug therapy. It was stated that the cause of the infection was due to the complexity of medical management. There was a clear causal relationship with the device, as there was an apparent driveline infection.

Manufacturer narrative:
This per was determined to be a supplemental, and the investigation findings will be submitted under MFR # 2916596-2023-07301.